Event description:
The balloon ruptured. As the doctor tried to remove the balloon through the sheath, the end of the balloon came away leaving markers and the lumen insitu in pt. The pt needed a stent to secure remaining debris. No add'l info has been provided to assist in this investigation.

Manufacturer narrative:
Add'l surgical procedure not listed in the instructions for use. Balloon rupture listed in the instructions for use. Per spec, balloon burst, compliance, and fatigue verification testing performed. The rated burst pressure is documented in the instructions for use (IFU) and label. The device is inspected to ensure bonds and balloons are undamaged. Each device is leak tested. Each device is shipped with an IFU that delineates the proper inflation and deflation procedures. Product was returned in a used and damaged condition. The separated distal portion was not returned. Only the proximal end of the balloon was returned. The balloon exhibits a circumferential tear. The balloon rupture likely propagated longitudinally until the point of highest constriction, at which it then tore circumferentially. In the absence of external restraints the balloon is designed to burst in a longitudinal direction. The balloon rupture ultimately resulted in difficulty removing the device. Inflation pressures were not provided nor were any detail of the pt's anatomy. In the absence of complaint detail, it is difficult to determine factors that may have contributed to this complaint. Due to this absence of detail, the root cause for this complaint is inconclusive. We will continue to monitor for similar complaints. Per quality engineering risk analysis, there is insufficient risk to warrant risk reduction activities.